Manufacturer narrative:
The investigation is in process. Once the investigation is complete, a follow up report will be sent.

Event description:
It was reported the monitor went blank during use. There was no patient injury.

Manufacturer narrative:
The reported issue of a blank screen was confirmed by draeger. The issue was isolated to the ac/dc board. The ac/dc board was replaced which resolved the issue. The device passed testing and was returned to service. The customer has not reported any further issues with this device. The monitor will still annunciate alarms as needed.

Event description:
Please refer to the initial report.